Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 5-6x daily and her results are usually around "100-200 mg/dl." The patient manages her diabetes with novolog insulin and lantus insulin. The alleged issue began one afternoon in (B)(6) 2012. The patient reported a blood glucose result of "520 mg/dl" with the subject meter. Due to the alleged result, the patient administered self an increased dose of novolog insulin (8 units instead of 4 units). An hour later, the patient claims she felt symptoms of sweaty and dizzy which she associated with low blood glucose. The patient took 2 glucose tablets and ate food as treatment. The patient reportedly felt better about 20 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The patient did not have her testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.